Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture; x-ray revealed the lead had dislodged into the right atrium. The lead was explanted and replaced. The patient's condition before, during and post procedure was good.